Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system eval and performed an annual system maintenance. Analysis of the system by the fse indicates that there are no system issues contributing to the discordant positive immulite 2500 troponin results. The instrument is performing within specs.

Event description:
A discordant positive immulite 2500 stat troponin assay result was obtained on a pt serum when compared to the clinical picture. The customer repeats all positive troponin results. The repeat troponin test result was negative. There was no known report of pt treatment being altered or adverse health consequences due to the discordant stat troponin assay test result.